Event description:
It was reported, the patients blood glucose level rose to >250 mg/dl, while wearing the pod between 24 and 36 hours. The patient stated, that the pod was giving an alarm.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found, corrosion on multiple components, including the pcb assembly. The extent of the corrosion resulted, in data loss. So it could not be confirmed, if a hazard alarm occurred, during the life of the device. During investigation, an internal leak was observed in the fluid path, due to a tear in the unexposed portion of the soft cannula. This tear resulted in fluid leaking into the pod. Resulting in the observed corrosion and the subsequent data loss.